Event description:
It was reported the patient experienced increased weakness, worsening weakness following an increase in it (intrathecal) rate at their previous refill. The action taken as a result included reprogramming the pump on 2014 (B)(6). Per logs provided, the pump was updated on 2014 (B)(6) to decrease the dose 10 percent to deliver compounded baclofen (1,000.0 mcg/ml; dose 269.8 mcg/day). The event was considered ¿mild¿ and resolved without sequelae on 2014 (B)(6). Per logs provided, the pump was updated 2014 (B)(6) to deliver compounded baclofen (1,000.0 mcg/ml; 259.9 mcg/day). The patient experienced ¿heaviness¿ in the lower extremities that was causing difficulty waking. The action taken as a result included reprogramming the pump on 2014 (B)(6). Per logs, the pump was updated 2014 (B)(6) to decrease the dose 2 percent to deliver compounded baclofen (1,000.0 mcg/ml; dose 254.9 mcg/day). The event was considered ¿mild¿ and resolved without sequelae on 2014 (B)(6). Per logs, the pump was last changed (B)(6) 2014 to deliver compounded baclofen 1,000.0 mcg/ml; dose 255.1 mcg/day. The patient reports muscle tightness and weakness following it increase at previous visit. The clinical diagnosis was noted to be it medical side effects. The action taken as a result included reprogramming the pump on 2014 (B)(6). Per log s, the pump was updated 2014 (B)(6) to decrease the dose one percent to deliver compounded baclofen 1,000.0 mcg/ml; dose 252.1 mcg/day. The event was considered ¿mild¿ and resolved without sequelae on 2014 (B)(6). Per logs, the pump was last changed 2014 (B)(6) to deliver compounded baclofen 1,000 mcg/ml; dose 259.9 mcg/day. The patient reported weakness and heaviness in the lower extremities following their previous rate increase. The clinical diagnosis was noted to be it medication side effects. The action taken as a result included reprogramming the pump on 2014 (B)(6). Per logs, the pump was updated 2014 (B)(6) to increase the dose 0.08 percent to deliver compounded baclofen 1,000.0 mcg/ml; dose 260.1 mcg/day. The event was considered ¿mild¿ and on-going as of 2015 (B)(6). Additional information received reported the clinical diagnosis worsening weakness that was reported to have resolved on 2014 (B)(6), was updated to overdose.

Event description:
Information was received from a healthcare provider via psr who indicated that the event of intrathecal medication side effects had resolved on (B)(6) 2015. The etiology of the event was related to the intrathecal medication, baclofen. Per the pump logs, the pump delivered compounded baclofen intrathecal (1000 mcg/ml; 252.1 mcg/day) in flex dosing mode as of (B)(6) 2014. On (B)(6) 2014, the daily dose was increased 3% to deliver 259.9 mcg/day.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received from a physician via psr indicated the patient¿s medical history included: spasticity, herditary spastic paraparesis, hypercholesterolemia. The patient¿s concomitant medications included tizanidine and baclofen. If additional information is received, a follow-up report will be sent.